Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "we have recently been experiencing problems in our chemo unit with infusomat pumps under infusing. This has happened a few times over the last month with 2 more incidents today, I have attached the event histories of the 2 pumps. In all the incidents the pumps are indicating the vtbi has been completed but there is fluid left in the bag. This is very concerning as the pumps have been used within the unit for more than 10 years so the staff are very experienced in using them."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "we have recently been experiencing problems in our chemo unit with infusomat pumps under infusing. This has happened a few times over the last month with 2 more incidents today, I have attached the event histories of the 2 pumps. In all the incidents the pumps are indicating the vtbi has been completed but there is fluid left in the bag. This is very concerning as the pumps have been used within the unit for more than 10 years so the staff are very experienced in using them."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service laboratoy at b. Braun melsungen ag, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and a technical seal on the lower housing were intact and undamaged. There are some age-related signs of wear and tear. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The history files from 2022-01-21 to 2022-01-25 was investigated. At 10:57 a.m. On 2022-01-21 a space line neutrap. Was inserted. A few seconds later the rate was set to 200ml/h and the volume to 100ml. The infusion was started at 10:57 a.m. Between 10:57 a.m. And 14:53 p.m. The infusion was started and stopped several times. Furthermore, the rate and the volume were changed frequently. At 11:41 a.m. On 2022-01-25 an space line neutrap. Was inserted. A few seconds later the rate was set to 300ml/h and the volume to 100ml. Between 11:48 a.m. And 17:15 p.m. The infusion was started and stopped several times. Furthermore, the rate and the volume were changed frequently. The history files doesn´t shows any anomalies. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of 1,79%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification.